Event description:
(B)(4). After having these placed the previous thursday I started having uti symptoms ended up in ER with a kidney infection. In (B)(6) I had the same thing happen. In (B)(6) I ended in the ER with complex cysts on my ovaries. I'm in constant pain in my abdomen and back with a constant metal taste in my mouth. I have on average 15-20 migraines a month. Numbness in my face and right arm.